Event description:
It was reported that during a photoselective vaporization procedure of the prostate, the fiber broke inside the patient. The broken piece was removed from the patient body using foreign body extraction forceps. The procedure was completed with another fiber without patient complications.